Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the balloon ruptured. The case was successfully completed with a new catheter and there were no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.